Manufacturer narrative:
(B)(4). Device evaluated by MFR: the electrode was returned. An examination of the electrode found the array to be fully retracted. Residues were found on the device. During the evaluation the array was extended and retracted, no resistance was noted. The array extended fully and the tines appeared to have been slightly twisted and rotated off axis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tines of the array were damaged. Radiofrequency ablation was being performed on the patient's liver. A 3.0/17/15 leveen¿ superslim¿ was selected for use. After the array was deployed, the tines were noticed to be deformed. The electrode was removed and exchanged for another to complete the procedure successfully. No patient complications were reported. The patient left the procedure fine.